Event description:
The reporter indicated a 13.2mm vicm5_13.2 implantable collamer lens of -7.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. Reportedly glares/haloes and blurred vision observed. The lens was explanted on (B)(6) 2021 which resolved the problem. Cause is due to the device. Status of eye is within normal limits.

Manufacturer narrative:
Weight-race:unk. Claim#: (B)(4).